Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2008. Patient experienced pain and suffering; disability; impairment; loss of function, use and range of motion; decreased and poor hip performance; gait disturbance; metallic and other particulate contamination of the blood and body; exacerbation of underlying hip joint disorders; internal scarring; and irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones and soft tissues of the hip joint and surrounding areas. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.